Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after lens insertion the lens was noted to have a 4-5mm circumferentially oriented scratch/crack located midoptic so the lens was removed during the initial procedure. Additional information ahs been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).